Manufacturer narrative:
Device evaluation: one delivery device and one anchor were returned for evaluation. The handle cover is missing. Visual inspection of the anchor under 10x magnificent did not identify any burrs or sharp edge which could have potentially cut the suture. Functional testing was performed by manually inserting the suture through each eyelet of the anchor in an attempt to confirm the failure mode by fraying or abrading the suture on the anchor. The failure mode could not be confirmed. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4).

Event description:
Surgeon inserted the twnfx ti 5.0 anchor in position. He tapped on the anchor with a mallet in order to break the bone cortex before inserting the anchor. He inserted the anchor into the bone. When he extracted the shaft from the anchor in order for the sutures to deploy, the sutures on the anchor snapped at the eyelet of the anchor. Surgeon removed the anchor and requested a 3.5mm twinfix ti ref (B)(4). He inserted this anchor with no problems in an alternative hole.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).